Event description:
International affiliate reports this second microsensor probe would not zero out after insertion. A third sensor was successfully placed and pt monitoring begun. A delay in the procedure of greater than 30 minutes resulted from the difficulty.